Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump down arrow and act button did not work sometime and required extra force or repeated pushed. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had crack through threads where they battery cap get installed. Troubleshooting was not performed. The insulin pump will not be returned for analysis.